Event description:
It was reported that after giving an IV infusion through a bd intima-ii closed IV catheter system, the patient's vein became hard and the patient was diagnosed with phlebitis. The patient was subsequently treated with antibiotics.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.